Manufacturer narrative:
(B)(4). Evaluation results: (endoleak), (vessel dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 11 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient presented emergently with abdominal pain. A CT was performed and showed a distal type I endoleak on the right side from the common iliac artery which was attributed to vessel dilatation. The endoleak was addressed by coiling the hypogastric artery followed by implant of an 18 x 115 mm iliac limb which bridged the iliac limb and landed in the right external iliac artery and this endoleak resolved. No additional clinical sequelae were reported and the patient is fine